Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that an occlusion alarm occurred. During troubleshooting, the occlusion alarms were verified and air bubbles were observed within the tubing. Reportedly, the customer believed that the incorrect fill technique was performed resulting in the issues experienced. The fill technique was reviewed to address the issue. Customer's blood glucose level was not impacted.